Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion of the accucath ace intravasular on above patient it was noted on removal of the catheter that half of the tip of the guidewire had become dislodged during the procedure. The guidewire includes a small ring of that guidewire the wire along the inside wall of the vein; it was this tip that become dislodged. The piece was discovered during removal of the catheter and so was not retained in the patient's vein.